Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2019-01427, 0001825034-2019-01429, 0001825034-2019-01430, 0001825034-2019-01431, 0001825034-2019-01432, 0001825034-2019-01433, 0001825034-2019-01434, 0001825034-2019-01435, 0001825034-2019-01436, 0001825034-2019-01437, 0001825034-2019-01438, 0001825034-2019-01439, 0001825034-2019-01440. Concomitant medical products: vngd ssk 360 l fem 65mm item# 185284 lot# 3426503, vg 360 dst fm ag 65x5 ll/rm item# 185324 lot# 595300, vg 360 univ pst fm aug 65x10 item# 185424 lot# 685550, series a pat thn 34 3 peg item# 184786 lot# 558320, bmt splined knee stm v2 18x80 item# 148308 lot# 494710, bmt 360 tib 5.0 offset adapter item# 185211 lot# 950330, bmt 360 tib tray 67mm item# 185202 lot# 625860, bmt splined knee stm v2 13x80 item# 148303 lot# 793180, bmt 360 tib 5.0 offset adapter item# 185211 lot# 853650, bmt 360 tib aug 67x5mm item# 185222 lot# 286600, bmt 360 tib aug 67x5mm item# 185222 lot# 354630 bmt 360 tib sm cruciate wing item# 185650 lot# 570310, vngd ssk psc tib brg 14x63/67 item# 183864 lot# 388130. Customer has indicated that the product will not be returned to zimmer biomet for investigation because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had a revision left total knee arthroplasty due to aseptic loosening and subsequently at the one year visit the patient reported severe pain, decreased/inability to perform adls (both same as pre op), and a worsening flexion contracture. No medical intervention is noted. The patient has not gone to any further follow up appointments and has not been reached since that visit. The patient was removed from the study at the three year follow up. There is no additional information at this time.